Event description:
It was reported that the dexcom g7 experienced bluetooth signal loss to the ilet, resulting in loss of cgm connectivity until the user reentered the sensor code and restarted the ilet, after which pairing was expected within 30 minutes. Symptoms included no reported change in blood glucose and no cgm alert of clinical concern. Outcomes included no injury, no hospitalization, and uninterrupted diabetes therapy after reconnection steps. Investigation included customer troubleshooting and education, device restart, sensor code reentry, review of alert history, and monitoring for reconnection. Investigation of this case revealed that the connectivity issue was consistent with transient bluetooth pairing interruption between the cgm and the ilet. It was concluded that the device functioned as designed after workflow steps and that no device malfunction or patient harm occurred.